Event description:
It was reported that the ventricular assist device (vad) patient presented to the hospital for ventricular tachycardia (vt) and was admitted. The patient also reported that the controller was making a grinding noise intermittently. It was noted that the hospital staff were not able to catch the noise on video. The vad was check via stethoscope and noted that there were no grinding coming from the vad. It was also noted that the wave form was completely flat. The patient was given medication intravenously (IV) for the vt. The vad remains in use and the controller will be exchanged once the patient is in the intensive care unit (ICU) with the operating room (or) back-up if needed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: (B)(4) ICD implanted (B)(6) 2024. Additional products: d1: heartware ventricular assist system ¿controller 2 d4: model#: 1420 / catalog#: 1420 / expiration date: 28-feb-2022 / serial#: (B)(6); UDI#: (B)(4), no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-feb-2021 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a vt ablation done. It was also reported that the patient experienced frequent implantable cardioverter defibrillator (ICD) shocks that were seen on ICD data with no other signs or symptoms. It was noted that a cardioversion was not performed, and the controller was not exchanged due to the noise has not occurred since and it is not sure if it was the controller.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) and controller (B)(6) were not returned for evaluation. Review of the controller log files revealed consistent power consumption and estimated flows within the normal parameters during the analyzed period. No alarms were logged within the analyzed period. The reported controller grinding noise event could not be confirmed. There is insufficient information regarding the reported "grinding noise" event. Of note, it was further reported that the controller was not exchanged due to the noise has not occurred since and it is not sure if it was the controller. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of a "grinding noise" coming from the controller may be attributed, but not limited, to a faulty internal component. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.